Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 14mm amplatzer vascular plug ii(avpii) was selected for embolization of iia(internal iliac artery) via femoral approach, using a guiding sheath(destination by terumo). The distal lobe of the three lobes was deployed normally. However, the distal part of the mid lobe did not expand. The avpii was withdrawn into the sheath and re-deployed a few times, but the issue persisted. Another 14mm avpii was able to be deployed normally to embolize the artery successfully. The procedure was completed with no adverse consequence to the patient. When the avpii was checked outside of the patient after the procedure, the avpii expanded with no problem. Although the issue was not duplicated outside of the patient, the physician and the sales rep. Thought the issue was due to the avpii itself, for the replacement avpii was able to be deployed successfully.

Manufacturer narrative:
Additional information: d10, h3, h6. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 14mm amplatzer vascular plug ii(avpii) was selected for embolization of iia(internal iliac artery) via femoral approach, using a guiding sheath(destination by terumo). The distal lobe of the three lobes was deployed normally. However, the distal part of the mid lobe did not expand. The avpii was withdrawn into the sheath and re-deployed a few times, but the issue persisted. Another 14mm avpii was able to be deployed normally to embolize the artery successfully. The procedure was completed with no adverse consequence to the patient. When the avpii was checked outside of the patient after the procedure, the avpii expanded with no problem. Although the issue was not duplicated outside of the patient, the physician and the sales rep. Thought the issue was due to the avpii itself, for the replacement avpii was able to be deployed successfully.